Event description:
The consumer reported that the patient's device was not working, so they shut it off. At the end of (B)(6) 2016 they would be putting in another implantable neurostimulator (ins). The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information from the manufacturing representative (rep) reported the rep was not aware that on (B)(6) 2016 that the patient's device was not working. However, they did report that the patient had a fall which caused the patient to experience a change in symptom relief. Per the healthcare provider (hcp) request, they had the patient turn the device off. To troubleshoot the hcp ordered an ap/lat of the sacrum to confirm if the device had moved from implantation site and ordered the device to be turned off. The patient had a revision done on (B)(6) and was scheduled for follow up on (B)(6) 2016 with the hcp.

Event description:
Additional information was received from the patient that reported that the device was simply not working and that it had worked good for 1 to 2 years and then stopped. It was checked by a manufacturer representative on 2016-06-20 who turned it off. She began experiencing the device/therapy not working in (B)(6) of 2016. The patient experienced urge incontinence as a result of the device/therapy not working. There were no known circumstances that led to the device/therapy not working. The implantable neurostimulator was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.